Event description:
The report received indicated that outback needle would not retract. There was no patient injury.

Manufacturer narrative:
The analysis of the device was revised. The report received indicated that the needle of an outback cto catheter would not retract during use in patient after experiencing difficulty delivering the device to the lesion. There was no reported patient injury. The device was prepared as specified in the instruction for use. There was no apparent damage to the device noticed prior to use. All the ports were flushed and then after 30 second pause the ports were flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside the patient. There was no difficulty in withdrawing the cannula back into the catheter during prep and the cannula/needle actuated smoothly during prep. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position, however, there was some difficulty in advancing the outback to the lesion. The proper orientation was confirmed under fluoro prior to actuation of the cannula. While torquing the device during placement the user held both the black handle and the clear plastic hub. Due to the difficulty in torquing the device was held from the clear plastic hub. The user encountered resistance while torquing the device. The area was heavily calcified. The operator felt that possibly a piece of calcium was stuck in the device, prohibiting the retraction of the cannula needle. It is unknown how the lesion was treated. One non-sterile catheter outback was received coiled inside a plastic bag. The cannula was received fully deployed. A kink was noted at 2.5 from distal end. Residues of dried blood were noted in the device. An attempt to retract cannula was made, however during the attempt of retraction it was noted that the inner key was separated from the rest of the cannula. During microscopic analysis welding marks were found in the inner key, however the welding marks were not in the middle of the inner as expected, this could have contributed to the reported failure. DHR review results was not performed since the lot number was not provided. The torquing difficulty experienced by the user may be related to vessel characteristics (heavy calcification) resulting in the kink found in the shaft. The operator felt that possibly a piece of calcium was stuck in the device, prohibiting the retraction of the cannula needle. The reported needle -retraction difficulty reported by the customer was confirmed during analysis. The cause of the retraction difficulty experienced was due to the separation of the inner key. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that the needle of an outback cto catheter would not retract during use in patient after experiencing difficulty delivering the device to the lesion. There was no reported patient injury. The device was prepared as specified in the instruction for use. There was no apparent damage to the device noticed prior to use. All the ports were flushed and then after 30 second pause the ports were flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside the patient. There was no difficulty in withdrawing the cannula back into the catheter during prep and the cannula/needle actuated smoothly during prep. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position, however, there was some difficulty in advancing the outback to the lesion. The proper orientation was confirmed under fluoro prior to actuation of the cannula. While torquing the device during placement the user held both the black handle and the clear plastic hub. Due to the difficulty in torquing the device was held from the clear plastic hub. The user encountered resistance while torquing the device. The area was heavily calcified. The operator felt that possibly a piece of calcium was stuck in the device, prohibiting the retraction of the cannula needle. It is unknown how the lesion was treated. One non-sterile outback cto catheter was received coiled inside a plastic bag. The cannula was received fully deployed. A kink was noted at 2.5 from distal end. Residues of dried blood were noted in the device. An attempt to retract cannula was made, however this could not be accomplish. The retraction attempt could be related to the kink found in the device. DHR review results was not performed since the lot number was not provided. The reported needle -retraction difficulty reported by the customer was confirmed during analysis. The exact cause of the failure could not conclusively be determined, however the kink found in the shaft may have contributed to it. The torquing difficulty experienced by the user may be related to vessel characteristics (calcification) resulting in the kink and subsequent retraction difficulty of the needle. The operator felt that possibly a piece of calcium was stuck in the device, prohibiting the retraction of the cannula needle. Based on the available information and the product analysis results, there is no indication that the reported event may be related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.